Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the liquid crystal display (lcd) and user interface (ui) assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. The pil tech could not find any issues with touchscreen operations during the diagnostic check. This touchscreen passed all diagnostics testing. It also passed the calibration test. The tech verified that the suspect touchscreen passed the functional testing per test#3 in the service manual. The tech verified that the touchscreen touch points are aligned on the standard test bed (stb). The pil tech verified that all touchscreen flex cable circuit resistance verification and resistance ratio measurements were within the specifications. The pil could conclude that the touchscreen operates as designed/no fault found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices screen was black when turned on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requested a service proposal for user interface (ui) assembly replacement and onsite service for repair. The investigation is ongoing.